Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that there was a force issue with the qdot catheter. The catheter force jumped from 4 grams to 40 grams. There was a red warning displayed on the carto 3 system. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a reddish material and a hole in the surface of the pebax were observed close to a lifted electrode. This was assessed as MDR reportable with an awareness date of 18-jun-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and force test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed reddish material and hole in the surface of the pebax close to a lifted electrode. In addition, a proper manufacturing assembly was observed in the lifted eletrode. A force test was performed; the device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were detected. A manufacturing record evaluation was performed for the finished device 31543052l number, and no internal actions related to the reported complaint condition were identified. Since reddish material was observed inside the pebax, this failure could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax and electrode damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The electrode condition was not related to the force issue reported. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).